Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a power error alarm 54 and power error alarm 63. Caller reported that insulin did not exit during a bolus. Customer's blood glucose was 10 mmol/l before bed and woke up with blood glucose of 15.2 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.